Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the pateint's infusion set came off and tape was not sticking while she was sleeping. The patient had high blood glucose level which was treated with bolus. Currently, her blood glucose level was 400 mg/dl. No further information was available.